Event description:
It was reported that a patient had a gradual loss of therapeutic effect. A week and a half prior to the report, the patient started having some leakage and urgency issues that gradually worsened. The morning of the report, she felt a very sharp jolt at the implantable neurostimulator (ins) location. It was very uncomfortable and made her jump. The ins site had also been really uncomfortable for the past few days. The patient hadn't had any accidents, falls, or trauma. She planned to call her healthcare provider for an appointment. About two weeks later, the patient was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0mu3j, implanted: (B)(6) 2014, product type: lead. (B)(4).